Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2017 with the following findings: investigation revealed that the battery compartment was cracked. Additionally, the pump emitted a call service 69 during power up. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 05/30/2017.